Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump over delivering because the insulin pump delivering insulin even though cgm registering low. Customer stated that insulin pump had cracked on battery compartment and belt clip broken. No harm requiring medical intervention was reported. The device will be returned for analysis.